Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected the luer connection the solution bag to see if solution would flow and then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with global technical services (gts), the patient stated he removed the heater bag from the line (during fill 1), to make sure it flowed ok. Product surveillance contacted the patient who explained that after disconnecting the bag, he reconnected the bag and continued therapy. Product surveillance advised the patient to change out all of the supplies, and never disconnect/reconnect any supplies. Product surveillance also advised the patient to notify their dialysis nurse. No injury or medical intervention was reported.